Event description:
The patient was transferred from the bed to the wheelchair . Transfer took place by using a maxi sky 600 and arjo passive clip sling (model: maa20000m-ll/sn 300419137007. It was reported that during patient transfer from a bed to a wheelchair the sling clip detached. As a consequence of the event the patient fell out from the device. No injury was sustained. During interview the customer stated that the temporary worker conduct the transfer. The caregiver did not check of the sling before use.

Manufacturer narrative:
Additional information wil be provided upon investigation conclusion.

Manufacturer narrative:
A patient was transferred from a bed to a wheelchair. The transfer took place by using a maxi sky 600 and an arjo passive clip sling (model: maa20000m-ll/sn (B)(6). It was reported that the sling clip detached. As a consequence of the event, the patient fell out of the device. No injury was sustained. During the interview, the customer stated that the temporary worker conducted the transfer. The caregiver did not check the sling before use. After the event, the device and sling were checked by arjo technician. The lift functional test did not reveal any malfunction. The sling inspection revealed that the sling clip was loose and required replacement. The sling was manufactured in april 2019. After the event, the sling was removed from use and replaced by the customer. The instruction for use for passive clip sling indicates that service time for a sling is two years. Also, the instruction for use contains information that the sling should be checked before each use : "check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for fraying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, and unreadable or damaged labels." Based on the provided information the customer did not follow the steps provided in the instruction for use and the sling was not checked before use. To sum up, the arjo lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use .